Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of over 600mg/dl. Customer states that at first check it was 699mg/dl, then it goes to 555mg/dl then at lunch time it was 620mg/dl which was treated by eating gingerale and blood glucose when admitted was over 600mg/dl. Customer states that they reverted to injections so customer¿s blood glucose was 98mg/dl. Customer also states that during hospitalization they took off her pump and has been on an insulin drip once. Customer advised to call back for the hp test. Insulin pump will not be return for analysis.